Event description:
It was reported that during prep for a percutaneous intervention (pci) procedure, foreign matter was found. During unpackaging of an advantage 26 inflation device a hair was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during prep for a percutaneous intervention (pci) procedure, foreign matter was found. During unpackaging of an advantage 26 inflation device a hair was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the tyvek lid was peeled back fully and a hair was located underneath the encore unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. As the complaint device was returned opened, a root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).